Event description:
The pt underwent a diagnostic procedure and successful closure of the arteriotomy using a closer-tsl6 device. Two weeks post discharge, pt presented with symptoms suggesting arterial occlusion. The pt was evaluated by a vascular surgeon who diagnosed a peripheral thrombus. The pt underwent a successful thrombolectomy, and has recovered without further incident.